Manufacturer narrative:
D9 - date returned to mfg: 1/17/2024. One device was received for evaluation. Visual inspection found a degraded dso seal, and a scratched lcd lens. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump required a new internal battery. It is unknown if there was patient involvement, no adverse patient effects were reported.